Manufacturer narrative:
Additional information received on 31 january 2017 and includes: all other items are non-medacta products. On 10 february 2017 the medical affairs director performed a clinical evaluation and commented as follows: total revision of a cementless tha performed on a male patient, 7 years after primary surgery. In the primary case, a large diameter metal head, not manufactured by medacta, was used on a medacta stem in combination with a non-medacta, unknown monoblock metal cup. According to report, the cause for revision is osteolysis (visible on the x-ray) caused by metallosis. The metallosis effect is most likely originated at the tribological interface between head and cup. The stem should not be considered responsible for this adverse event. Additional information received on 17 february 2017 and includes: the surgeon left the stem in place and revised head and liner. The surgery was completed successfully. Batch review performed on 21 february 2017. Lot 090625: (B)(4) items manufactured and released on 14 may 2009. Expiration date: 2014-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The surgeon determined the patient had metallosis and planned to revise the patient.